Event description:
Medication reservoir in baxter 48hr infusor burst and medication was released in to the infusor and a small amount outside the infusor. Two day infusor was placed on the pt upon completion of his chemotherapy infusion around 2 pm on (B)(6) 2011. Pt returned to infusion therapy the next day with the infusor which had busted. Reason for use: colon cancer.